Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experiencing a loss of therapy. The patient reported that they have been catheterizing themselves a lot since (B)(6) 2017 and that they feel like they have a bladder infection starting, characterized by discomfort in their abdomen since (B)(6) 2017. The patient mentioned previously reported hemorrhoids from 36 years ago and that they need to make sure that stimulation is not too high or it will be uncomfortable. The patient also reported that they were recently on an antibiotic "diflucan" for a burn on their arm. There was no allegation that the burn was related to or caused by the device or therapy. At the time of the call the patient did not feel stimulation and therapy was found to be turned off. The patient was assisted with turning stimulation on, but the lack of stimulation did not resolve. The patient stated that they have a call into their healthcare provider (hcp) and was waiting for a call back, but again stated that if stimulation is too high it causes discomfort for their hemorrhoids, but if the patient can't feel stimulation they cannot pee. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for muscular dystrophy interfering with urinating. The consumer reported the patient experienced a loss or change of therapy since new implant. The patient "couldn't go to the bathroom" and wanted to turn up stimulation up to see if she could urinate. Medical history included hemorrhoids and the patient could feel pain due to the hemorrhoids when increasing stimulation. Stimulation was increased which caused the patient to feel burning, so it was decreased to a comfortable setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.